Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable no longer charges the pump. Customer was able to use a different usb cable to charge the pump. Customer's blood glucose level was not impacted.